Manufacturer narrative:
Following completion of lab analysis a final report will be submitted.

Manufacturer narrative:
Upon receipt at the post market laboratory in st. Paul, this device was thoroughly analyzed. An evaluation of internal memory confirmed ert declaration and electrical testing showed no ventricular pacing outputs. The device casing was then opened and the battery removed; an external power source was connected to the device in order to measure the current usage. The device functioned in normal fashion; however, internal measurements noted a high current drain. Detailed analysis isolated the problem to a degraded capacitor which resulted in rapid battery drain. Engineers confirmed the final package testing anomaly, observed prior to product field release.

Event description:
Boston scientific received information that this device did not pass final package testing for market release. The device was returned in sterile packaging for a full laboratory evaluation. Initial testing confirmed a product anomaly; root cause testing remains on going. No patient involvement.